Event description:
Related manufacture reference number: 2017865-2023-11530 related manufacture reference number: 2017865-2023-11531 it was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the pacemaker exhibited premature battery depletion, the left ventricular exhibited failure to capture, and the right ventricular lead exhibited high capture threshold. The pacemaker was explanted and replaced on 9 feb 2023. The patient was in stable condition.